Manufacturer narrative:
After investigation, the root cause was unable to be determined. No issues were found with the reload that would indicate the product malfunctioned during use. All components were present, undamaged, and properly assembled. Additionally, all staples present on the device were properly formed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An aeon endostapler 5.0mm/60mm black reload was used in a redo sleeve gastrectomy procedure by dr. (B)(6) on (B)(6) 2022. On the first fire, the handle would not work. The handle was replaced. On the last fire, all of the staples did not deploy, and there was considerable bleeding. The entire staple line was very bloody, and the surgeon had to suture the entire staple line. The surgery was delayed by more than 30 minutes.